Event description:
It was reported that during a colon procedure that the devices cut, but did not staple on the second reload. The case was complete using sutures. The case was prolonged, but did not impact the pt's recovery.